Event description:
A us distributor reported a monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of batteries sn (B)(6) /sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca.

Event description:
A us distributor reported battery packs were unable to power on. A us distributor reported a monitor was unable to power on.

Event description:
A us distributor reported battery packs were unable to power on. A us distributor reported battery packs were unable to power on. A us distributor reported a monitor was unable to power on.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery sn (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Device evaluation of batteries sn (B)(6)/sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.